Manufacturer narrative:
Gtin number: unknown. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information was obtained from a presentation abstract of "the 45th annual meeting of the (B)(6)" april 2016 vol.31, supplement page 195 (p-001). Prior to a thoracic endovascular aortic repair procedure to prevent an endoleak, an amplatzer vascular plug (avp) or amplatzer vascular plug ii (avpii) was selected for use in 11 cases (avp-4, avpii-7). All procedures were successfully completed. No serious adverse events occurred peri/post-operatively in the avp group but one patient developed a cerebral infarction postoperatively in the avpii group. No detailed information is available including the treatment, the outcome, or the patient's status.